Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination was carried out on the device. A hypotube kink was identified along the length, 137mm distal to the strain relief. The crimped stent, balloon and tip sections of the device were visually and microscopically examined. Minor damage to segments at the proximal end of the stent was observed. No other damage to the stent balloon or tip were noted. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left coronary artery (lmca). A 2.75x12mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.